Manufacturer narrative:
The system was examined and the reported event was replicated. The laser indirect ophthalmoscope (lio) cable was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 29, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming the cable laser (lio). However, how and when the cable became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a procedure, low laser power was experienced. The power was turned up higher to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).